Event description:
We were informed by the manager of radiology at [redacted] that CT injector syringes had condensation. He listed affected lot #2503333, 2503336, 2503339. I opened one set of syringe packaging (lot # 2503333) and there is evidence of condensation. I pulled the two cases in our stock, and the 6 individual unopened sets and sent them to central supply to add to the other cases to be sent back. [Redacted] from central supply said she would reach out to the supplier.